Manufacturer narrative:
A review of the customer provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: the instrument grip cable appears to be frayed. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the customer and obtained the following additional information: there was no injury to the patient as a result of the reported issue and no fragments fell from the device into the patient anatomy. The procedure was completed with a back up da vinci instrument of the same kind with no surgical procedure delay. Photographic images of the device were provided for further review.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.